Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 31st january 2013 and performed to specification alongside random manual power ons up to the (B)(6) 2016. The device failed multiple self-tests due to a low battery between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation was unable to replicate or find evidence of the reported fault. No fault was found during testing, it is therefore assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.